Event description:
It was reported that during surgery the device broke. It broke inside the patient and all pieces were recovered. There was no back up available, the surgery was completed using the original device, the upper and the lower parts of the leg were held while the surgeon finished. Delay under 30 min. No injury reported.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during surgery the device broke, when it was pulled out, the spike in the back came out and kept sliding back out. The breakage of the trial into two pieces occurred inside the patient, no additional pieces fell out of the device, just the recurring disassembly of the instrument. Both pieces were recovered. There was no back up available, the surgery was completed using the original device, the upper and the lower parts of the leg were held while the surgeon finished. Delay under 30 min. No injury reported.

Manufacturer narrative:
Additional information in b5.